Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a chronic total occlusion (cto) in the segment #3 of the right coronary artery (rca). When an asahi sion blue guide wire was used with an asahi sasuke microcatheter and an asahi sion black guide wire, some foreign objects were found attached on the sion blue. The guide wire was then replaced to resume the procedure. The pci was successfully completed with reestablished blood flow achieved by stenting. The patient was reportedly fine without problem after the procedure.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date. Returned to manufacturer. The reported sion blue guide wire with black objects was returned for evaluation. The distal coil segment of the returned sion blue was bent. No bend or kink was found on the shaft segment. Microscopic observation found that the ptfe coating on the shaft was intermittently peeled off at approximately 30-60cm from the proximal end. All peeled segments were stright in the longitudinal direction. The provided black objects were ribbon-shaped and had the same color as the ptfe coating on the shaft of the returned sion blue; therefore, it was concluded that the black objects were the peeled ptfe fragments. Referring to know similar events, an unused guide wire of the same brand was inserted into a metal inserter and made to contact the inserter edge in order to replicate the ptfe coating damage. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. The peeled ptfe fragments turned out to be ribbon-shaped that was similar to the provided black objects. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the shaft surface of the sion blue was scraped by the sharp edge of a concomitantly-used device, most likely a metallic insertion tool. Consequently, the ptfe coating was peeled. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragments of the ptfe coating of the guide wire might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. [Malfunction and adverse effects] abrasion of the guide wire coating.